Manufacturer narrative:
This is the same event as 3010536692-2015-01751.

Event description:
Allegedly, patient was revised due to mom complication: hip pain; minimal bony ingrowth of the acetabular cup; -left.